Event description:
Boston scientific received information that this patient implanted with this pacemaker and right ventricular (rv) lead had syncopal episodes. The rv lead had high thresholds, lower amplitudes, with impedances at 480 ohms. The patient was reported to have only paced about 9%. The device has an estimated longevity of less than six months and the physician has elected to address the lead issue when the device is replaced. No adverse patient effects were reported.

Manufacturer narrative:
Event clarification was requested from the field representative. The representative later reported that the exact cause of syncope was unknown. However, this patient has second degree heart block type ii. With the programmed outputs, intermittent capture was observed in the clinic. It was thought possibly that this patient did complained of dizziness while going into this heart block and the device was unable to support for consistent capture. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.